Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately six (6) years and three (3) months, was explanted due to unknown reasons. The explanted device was replaced with a 21mm bioprosthetic valve. There were no complications reported.

Event description:
Further investigation revealed that this patient had a competitor's aortic valve placed three (3) years prior, which was being replaced for severe aortic stenosis. Therefore, the edwards 21mm aortic valve was likely explanted and replaced at that time, with implant duration of approximately three (3) years. The reason for explant of the edwards bioprosthesis remains unknown. However, patient has known history of patient prosthesis mismatch for the aortic valve position.

Manufacturer narrative:
Device history record review. Additional manufacturer narrative - attempts to obtain explanted device and records have been unsuccessful. Without return of the explanted device or additional information the explant of this valve cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.